Manufacturer narrative:
On 12-aug-2021, mentor received additional information regarding the revision surgery. Initially, it was reported that ultrasound performed prior to the revision surgery indicated the implant as indistinct. However, additional information revealed that ultrasound performed prior to the revision surgery indicated rupture. Updated reason for device explant and/or reoperation: rupture manufacturer's reference number: (B)(4).

Manufacturer narrative:
Investigation summary : mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed an area of siltex cracking on the posterior view. Additionally, an area of missing material was observed within the siltex cracking, measuring approximately 1.0 cm in diameter. The evaluation determined that the cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: unknown. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with a 355cc mentor memoryshape¿ mm prosthesis and experienced postoperative left-sided rupture. The patient underwent removal and replacement with two 240cc mentor memorygel breast implant prostheses (catalog #: smpx240, left serial #: (B)(4), right serial #: (B)(4)) on (B)(6) 2021. Upon explantation, the left-sided device was found to be ruptured. Ultrasound performed prior to the revision surgery indicated the implant as indistinct. At the time of this report, it is unknown as to why the patient decided to undergo the revision surgery. Follow-up is still in progress. If additional information is received in the future, a supplemental report will be submitted.